Event description:
It was reported that, "patient was at a buffet and bent over to get something when she believes her hip dislocated. The surgeon tried to reassociate the little ball with the big ball but could not so the patient was revised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.